Event description:
The physician had the raabe sheath separate and uncoil while trying to remove the scarred groin. Although it did not separate completely, they were able to see the coil. It was removed completely intact without any harm to the pt.

Manufacturer narrative:
(B) (4). This product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. The product was received in a used and damaged condition. The sheath and coil had separated into 3 distinct pieces held intact by the unraveled coil. The iso standard 11070 requires a minimum break force of 3.37 lb for sheaths 5.0fr and larger, which has been verified through design verification testing. In addition, the instructions for use (IFU) cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. We are aware of the potential for occurrence regarding material separation, and previously issued corrective action based on prior similar complaints. We are continuing our monitoring of similar complaints.